Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide information to h10 that was inadvertently not included in the previous submission. See correction below: since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the distal cover likely came off the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." ¿attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to e4 and h4 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the single use distal cover fell off from the evis exera iii duodenovideoscope during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. An esophagogastroduodenoscopy (egd) was performed to see if the distal cover was retained in the patient's gastrointestinal tract. After both the ercp and egd were completed, the distal cover was found in the patient's mouth and was retrieved without injury. The procedure was prolonged by 5 minutes with the patient under anesthesia. The distal cover was disposed after the procedure. The operator felt that the distal cover had been placed correctly without resistance or difficulty and that he felt the cover "snap" into place. The operator further felt that there were no errors in placing the device. There was no harm or user injury reported due to the event. This event is reported under the following patient identifiers: (B)(6) - evis exera iii duodenovideoscope. (B)(6) - single use distal cover.

Manufacturer narrative:
The suspect device has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has also been submitted on importer medwatch report # 2429304-2023-00164.